Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
Not returned.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that device is making loud noise, got a burning smell through the tube and now the device is showing service required message. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.